Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin had leaked out of the reservoir. Customer's blood glucose was 471 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was wearing the device at time of hospitalization. After troubleshooting, customer will not be returning the reservoir for analysis.